Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or serial number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the patient was transported back to the ICU from the cath lab, blood began backing up into the central line IV norepinephrine tubing. Upon visual inspection, blood was backed up halfway to the pump, and a hole was seen in the tubing. Vasopressin was increased to support bp, and cn was called to prepare a new drip and program a new IV pump. Map decreased to the 40s, and calcium chloride ivp was given. Norepinephrine drip restarted and bp slowly improved.